Event description:
It was reported that the user experienced sustained hyperglycemia around 300 mg/dl for several hours while on the ilet and also administered subcutaneous insulin by pen; the user was advised to temporarily disconnect the pump to avoid insulin stacking, later clarified the high followed a large unannounced high-carbohydrate meal, exercised, and reconnected with glucose at 146 mg/dl, with the pump operating normally and no supply change performed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of hyperglycemia without hospitalization. Investigation included customer communication and troubleshooting regarding missed meal announcement and insulin stacking risk. Investigation of this case revealed user-related use error due to a missed meal announcement, with no malfunction reported and current supplies functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed carbohydrate announcement.